Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The introducer was not returned. The stylet was returned in the lead and was removed without difficulty. The returned stylet was kinked in several locations therefore a new stylet was used for testing. The stylet insertion test was performed without difficulty or resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the introducer was kinked and the stylet would not retract from the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.